Event description:
It was reported that the 9800 system locked up with all blocks displayed on the mainframe lcd and the collimater closed down. The system was rebooted and worked as intended. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, as a precaution replaced mainframe power supply ps1. The system was tested and found to be working as intended and placed back into service.